Manufacturer narrative:
Returned device was received with damaged rear housing. No evidence of reported problem in event log was found. During the evaluation of the device we were unable to duplicate the customer stated problem. Dimensional accuracy and all other tests were performed and passed. The device was able to run the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a smiths medical cadd ms3 pump stopped infusing. No adverse effects reported.